Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 8021545.

Event description:
On (B)(6) 2026, the patient reported that the catheter got stuck behind the door handle causing the canal to come out of the body.